Event description:
Boston scientific received information that a few months after implant, this right ventricular (rv) defibrillation lead was noted to have high threshold measurements, a decrease in sensing measurements, and a decrease in pacing impedance measurements. A revision procedure was scheduled. During the procedure, the stylet could not be fully inserted into the lead. A firm stylet was tried, but the same result occurred. It was then possible to try repositioning this lead in several spots, and the helix would extend but the lead could not be fixed. When the lead was removed from the patient, there was tissue around the helix. They attempted to place a new lead, and they were able to place it quickly with good measurements. The physician was unsure of the exact cause of the high threshold measurements, and suspected that it could have been the tissue around the lead tip, or a slight perforation. No further adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.